Manufacturer narrative:
Medical device expiration date: unknown. The reported lot # 8369252 was not found for the reported catalog # 328506. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe leaked when attempting to draw insulin from the vial. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Unable to perform complaint lot history check due to unknown lot number for leakage & dull. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for leakage & dull. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe leaked when attempting to draw insulin from the vial. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe leaked when attempting to draw insulin from the vial. There was no report of exposure, injury, or medical intervention noted.